Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the prime volume is smaller than expected. The patient reportedly primed 8.1 units and saw 5 drops. This report is being made based on the allegation that the prime volume is smaller than expected and this may indicate that insulin is being pushed through the tubing during the load cartridge step.

Manufacturer narrative:
Follow-up #1 06/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2012 with the following findings: there were no alarms related to the complaint in the alarm history. The review of the black box showed no evidence of lack of cartridge detection. The pump load step was performed without issues. The pump force sensor was found to be detecting force correctly during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.